Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the screen overlay was broken; however the screen was still functional. Analysis also confirmed the power cord door had a broken tab and the analyzer cover was missing. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. It was noted the hinge plate screws were missing and small amount of corrosion was found limited to the case parts. (B)(4).

Event description:
It was reported the programmer needed reinforcing of the handle, repair of the screen, analyzer and cord door. The programmer was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement.